Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. During the evaluation it was found that the light guide lens had foreign objects. The additional evaluation findings are as follows: due to a crack on scope body, water tightness was lost, due to damage on upward/downward knob, water tightness was lost, air/water cylinder had no color, suction cylinder had no color, screw stopper was replaced for preventive maintenance, due to adhesive peeling on the bending section cover, insulation resistance value at distal end did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, and the universal cord had a wrinkle. It is most likely that the reported event was likely a result of wear and tear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was perforation on the large wheel therefore, the wheels were not working properly on the gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the light guide lens had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found the light guide lens had foreign objects during evaluation. However, the customer returned the device without reprocessing due to the perforation on the large wheel (non reportable malfunction), which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.